Event description:
It was reported that a malfunction occurred on the pump, potentially due to heat from the car. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not yet addressed the high blood glucose level and did not require assistance from a third party. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they would reach out to their healthcare provider (hcp).